Event description:
A customer contacted global technical services (gts) regarding a high drain 102/call pd nurse alarm, which indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. This meets increased intra-peritoneal volume (iipv) criteria and occurred on the homechoice (hc), during drain 2. The technical service representative (tsr) explained the meaning of the alarm. The total ultrafiltration (uf) was equal to 4167 ml, the cycle 1 uf was equal to 462 ml, the cycle 2 uf was equal to 3149 ml, the cycle 3 uf was equal to 213 ml, and the cycle 4 uf was equal to 343 ml. The total volume was set to 10 l, the fill volume was set to 2 l, the last fill volume was set to 1.7 l, and the dextrose was set to same. The home patient (hp) had no symptoms of an iipv. The hp called the registered nurse (rn) who called back. The tsr explained the alarm to the rn and gave her the uf numbers. She stated the hp has been under-dialyzed over the past week. The rn would follow up with the hp for tonight's therapy. The alarm was cleared. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that the patient has not been able to continue with peritoneal dialysis (pd) therapy as a result of a catheter issue. She stated that they believed that the catheter had moved and as a result the patient needs to have surgery to have it repaired. She did not report any defects with the catheter itself. She stated that the patient has been doing manual drains to replace their pd therapy. She stated that the last time the patient tried to perform therapy was on (B)(6) 2012, but they could only complete therapy through drain 2 before they had to switch back to manuals. She stated that the patient is diabetic and has a graft in their leg that needs to be replaced as well, so they are doing the two surgeries at the same time. She stated that the graft needs to be replaced to help open up the circulation in the patient's leg since the patient had an amputation. The nurse stated that the patient had the amputation after the patient had started using pd therapy, but stated that the amputation was not related to the patient's pd therapy. There was no patient injury or medical intervention reported in association with the overfill event. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was an unexpected high ultrafiltration for therapy compared to other therapies. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.